Event description:
Healthcare professional reported right-side "capsular contracture, baker grade iii, rupture, and rock hard solid breasts". Healthcare professional also reported "MRI however did not indicate a rupture". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.